Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed scratches on the lens and the downstream occlusion (dso) seal worn out. There was no evidence to review in the event history log. Functional testing was unable to replicate the reported issue. The root cause was determined to be the internal battery was in total depletion. The pump was charged for 5 days and lcd lens, lcd lens seal, battery door, and dso seal replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 41786. The event was resolved. There was unknown patient involvement and no patient harm.